Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As the product was released prior to countermeasures taken due to a design change of the power switch, it was likely that the power switch was damaged and stuck due to the amount of operating force and the number of times the power switch was applied exceeding the expected value.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty switch regulator. In addition, on the housing, there was heavy corrosion on the bottom chassis and corrosion on the rear panel. The software version also needed to be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a procedure, the power switch was stuck in on the evis exera iii video system center. No patient harm was reported.